Manufacturer narrative:
The monopolar curved scissors (mcs) tip cover accessory has been discarded and will not be returned to intuitive surgical, inc. (Isi). The probable root cause cannot be determined based on the information provided. Since the product was not returned for failure analysis investigation to confirm or replicate the customer reported event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) tip cover slipped off during use. The staff noticed that the tip cover appeared to be bigger or looser than usual. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the isi clinical sales associate and obtained the following additional information: the customer stated the tip covers were not retained and will not be returned.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Ntuitive surgical, inc. (Isi) followed up with the isi clinical sales associate (csa) and obtained the following additional information: the issue occurred during the procedure. The date of event was on 19-sep-2025. The csa does not believe the tip cover accessory fall inside the patient but is not 100% sure. The issue occurred during the case, but she is unsure if the instrument was inside of outcome of the patient's body. There was no report of arcing. There was no injury to the patient, and the procedure was completed as planned. This issue caused a delay of less than 15 minutes. The csa did not have the batch/lot number. When asked again if the monopolar curved sissors tip cover fell inside the patient, the csa answered no.